Manufacturer narrative:
The investigation of vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support (mcs) and experienced ventricular fibrillation requiring intervention. The patient had coronary artery bypass graft surgery x 4 and was unable to come off the cardiopulmonary bypass (cpb) pump. An intra-aortic balloon pump (iabp) was placed without sufficient support. The decision was made to do an axillary cutdown for impella cp placement which was successfully completed. The iabp was left on standby. Cpb was weaned and removed. The patient was transferred to the unit on support. Overnight, the patient ventricular fibrillation arrested requiring multiple shocks and resuscitation. Return of spontaneous circulation was achieved. However, the patient remained in guarded condition with continued bleeding from the chest tubes. Blood products were continued to be given, and the patient was prepped for the operating room to manage the bleeding. The patient returned from operating room and no tamponade was noted. The source of the bleeding was found and resolved. T he chest was left open and the impella position was verified. The patient continued on impella mcs. Four days later, the chest was closed and two days later, the patient was successfully completely weaned and the impella cp was explanted with a survived outcome.